Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while the physician was attempting to deploy a smart coil, the non-penumbra microcatheter kicked out of the vessel. Therefore, the physician removed the smart coil in order to reposition the microcatheter. The physician then attempted to re-advance the smart coil; however, the coil got caught on the towel and became stretched. Therefore, the procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.